Event description:
Six months after undergoing stent implantation with a cypher select in the proximal (lad) left anterior descending artery, the pt experienced chest pain and went to the emergency room. The physician performed an angioplasty procedure that showed a 70% in stent stenosis in the proximal lad. Another model was deployed to treat the lesion. After the procedure, the pt was in good health.

Manufacturer narrative:
The index procedure, the pt was implanted with cypher select in proximal (lad) left anterior descending artery. The lesion was denovo. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt. This device is not distributed in the USA; however, it is similar to USA product.